Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged two days after being implanted. Reportedly, the patient received inappropriate shocks and anti-tachycardia pacing (atp) caused by oversensing on the rv channel. The lead was dislodged in the right atrium, therefore, it is believed that the lead oversensed the atrial fibrillation signal. The lead dislodgement was also confirmed via x-ray imaging. Subsequently, this rv lead was successfully repositioned and remains in service. No additional adverse patient effects.